Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72400024 serial number: n/a batch/lot number: 0185672015 model/catalog description: balloon unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 0182571019 model/catalog description: pump unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As a result, the device was explanted and replaced. No additional information was provided.